Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2.1 and 2.2 not detected on bus, retractor band 2.1 was damaged. A field service engineer (fse) upon arrival drawers 2.1 and 2.2 were not detected on bus after reboot the drawers were detected. Fse replaced worn retractor band in 2.1. Tested both drawers and checked for foil and debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed and not detected on bus. User tried shutdown by unplugging and reconnect, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.